Event description:
It was reported that 2 cages broke up while being implanted.

Manufacturer narrative:
(B)(4). The returned device was confirmed to be fractured. Upon device history review, all manufactured units met specification. No relevant manufacturing issues found. Conclusion: the exact root cause could not be determined.

Event description:
It was reported that 2 cages broke up while being implanted.